Event description:
It was reported that the system reboots and locks up intermittently. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty fluoro functions board. The system operates as intended.